Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that multiple reciproc blue files 6x sterile broke during use. Outcome of this event is unknown as of this MDR.

Manufacturer narrative:
Summary: the involved file that broke during use was not returned and cannot be analyzed. No unused file was returned for evaluation. Nothing unusual to report was found during dhrs review. Root causes are not identified. We will track this kind of event and monitor the trend. For information, we remind the practitioner has to make sure that a straight-line access is created prior using the reciproc blue files (as mentioned in the dfu).